Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652). The arjo representative has been informed about the event with involvement of arjo maxi 500 passive floor lift in the wallsend manor customer facility. It was reported that when two caregivers (cnas) were supporting the process of lowering the patient, when the lift castor got stuck in the obstruction located on the floor. As a consequence the lift started to tilt and the device lifting arm hit caregiver's head. The caregiver sustained head pain and was transported to sturdy memorial hospital in attleboro, ma. It was confirmed that the caregiver was not admitted for a hospital stay. The lift was tested by arjo service technician. The functional test showed that device was working according to manufacturer's specification, no malfunction was detected. Please note that our lift devices fulfill the iso 10535 requirements of being stable with the safe working load weight (swl) in the most adverse position. As required per iso 10535 a stability test was performed during the design phase for maxi move device that proves that even on a tilting slope, when lifting 1.25x the swl, and in the most adverse position, the device does not become unstable. The factor as the stability inherent to the design of the device at the time of use was not considered as contributing factor to the event. Based on previous investigations, the following factors are considered to be the possible causes of lift tipping: a) applying the chassis brakes while attempting to move the device, b) using other than maneuvering handle parts of the device to move it, for example, the mast, the jib, the spreader bar or the patient, c) pushing the device directly on the obstructions on the floor, d) pushing or pulling the device sideway instead of the front direction, e) malfunctions of the lift or the sling. Taking into account all the facts and information collected in a course of this investigation, the hypothesis related to pushing the device directly on the obstructions on the floor is in line with event circumstances reported by the customer. This situation might have disrupted stability of the lift and, as a consequence caused the device tipping. The maxi move operating and product care instructions (krx21030.gb) warn and inform the user: ""never attempt to push or pull a loaded lift over a door obstruction which the castors are unable to ride over easily, including steps, door thresholds or moving sidewalk." Looking at the incident scenario it has been established that maxi 500 passive floor lift was being used for patient handling at the time of the event and in that way contributed to the reportable event - device tipping over. No technical malfunction of the device was detected that could have caused or contributed to tipping and from that perspective, the floor lit device was up to its technical specification at the time of the incident. Nevertheless, the device was reported to tip and in this regard, the floor lift did not meet its performance specification. No injury occurred.

Event description:
The arjo representative has been informed about the event involving arjo maxi 500 passive floor lift in the wallsend manor customer facility. It was reported that when two caregivers (cnas) were supporting the process of lowering the patient, when the lift castor got stuck in the obstruction located on the floor. As a consequence, the lift started to tilt and the device lifting arm hit caregiver's head. The caregiver sustained head pain and was transported to (B)(6) hospital. It was confirmed that the caregiver was not admitted for a hospital stay.